Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the bd angiocath plus¿ IV catheter cannula. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "foreign matter at the cannula."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-nov-2022. H6: investigation summary: our quality engineer inspected the 3 photos and 1 sample submitted for evaluation. The reported issues of catheter defective / damaged was confirmed but silicone visible was not confirmed upon inspection of the samples. Analysis of the sample showed that no visible lump or droplet of transparent, gel-like substance was observed on the catheter tubing. Production records were reviewed, and this batch was compliant with our product specification requirements.

Event description:
It was reported that foreign matter was found on the bd angiocath plus¿ IV catheter cannula. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "foreign matter at the cannula."